Event description:
Ambulance personnel were attending to a pt during a code. Allegedly during defibrillation therapy the energy select switch was struck at 20 joules and the energy could not be increased. No add'l event info has been provided by the customer.